Event description:
On this date (08/04/2021) soclean received notification of a sus voluntary event report for mw5095464. Following our review of the complaint related to (rash), soclean has determined that a medical device report (MDR) was required for this event.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.